Event description:
The user facility reported a 76-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complaint reported that upon the impella implant, after the preclose 6fr sheath was inserted and wire was unable to pass successfully. Imaging revealed loss of femoral access and the site closed with perclose. The doctor decided to not impella due access complication and left iliac disease. No known patient harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. The root cause of the delivery issue - anatomy was most likely due to patient condition.